Event description:
A customer contacted haemonetics on (B)(6) 2011 to report their pcs2 machine was sparking and blowing fuses. The load cell also failed calibration. No operator or donor injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011 to report their pcs2 machine was sparking and blowing fuses. The load cell also failed calibration. No operator or donor injury was reported. Unit was visually inspected by the customer. Replacement parts were sent to the customer (B)(4) 2011 which included a power entry module assembly as a result of this complaint. No death, serious injury, patient or operator harm were reported. The reported sparking and blown fuses damaged the power entry module which in turn required replacement. Therefore, the incident of damaged power components requires an MDR to be reported. The product issue identified in this report was identified by haemonetics during a retrospective review of the company's service records. No patient or user harm or injury was reported or allegedly associated with the identified issue. (B)(4).